Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to reach peep. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer has indicated that they were able to remedy the issue over the phone with zoll support. The factory settings were found to be too high and the factory settings were changed to resolve the malfunction. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.